Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump will not turn on. Customer¿s blood glucose was unknown at time of incident. Customer performed troubleshoot for blank display but display did not return after pump restart. Customer advised to discontinue use of the pump and revert to backup plan. Insulin pump will not be return for analysis.